Event description:
Month old male with medical history of type I truncus arteriosus, s/p truncus arteriosus repair with pulmonary artery banding, presented 1 month post-operative with bronchomalacia and stenosis of the distal pulmonary arteries (at the left pulmonary artery and right pulmonary artery anastomosis). Both pulmonary arteries were angioplastied on 6/12/96. Pt tolerated procedure. Site related the event to a technical complication of the truncus arteriosus repair and not the valve directly.